Manufacturer narrative:
After battery installation, the unit displayed a critical pump error (open book image) behind a massive black spot on the lcd screen due to signs of previous moisture presence and corrosion on pcba1 especially around the battery connectors. Unable to perform the displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self tests due to the critical pump error. Unit received with a crack on the battery tube which starts at the corner of the belt clip rails and extends to the top where the battery threads are located. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The product returns for an unknown reason. The customer¿s blood glucose level was unknown. The insulin pump will returned for analysis.